Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing issues with the system while using the vessel sealer extend (vse) instrument. The customer stated that the first vse instrument that they were using was not recognized. The customer reseated the instrument and drape with no change. The caller stated that the second vse instrument was being recognized, but they were experiencing issues with the jaws opening. The caller stated that it was currently working. An intuitive surgical inc. (Isi) technical support engineer (tse) recommended reseating the instrument and drape, or replacing the drape if the issue returns and reseating does not resolve. Site had the vse instrument installed in arm 3 and under control of the right master tool manipulator (mtm). The tse recommended the site return the affected instruments. The procedure was completed with no reported injury.